Event description:
It was reported that the patient presented in hospital for routine follow up. Upon review of the electrocardiogram, the physician elected to prescribe holter monitoring for the patient. Via holter monitor it was noted that the patient had the heart rate of 38 beats per minute. Upon device interrogation, the pulse generator exhibited over sensing, resulting in auto mode switch episodes. Chest x-ray was normal. Reprogramming the device resolved the issue. The patient was doing well post event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).